Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose exceeding 400 mg/dl. The customer did not think her infusion set was inserted properly, so she ended up with diabetic ketoacidosis. Additionally, the customer had a heart attack three days later and was transferred to another hospital. She was wearing the pump at the time of the heart attack. Troubleshooting did not occur. The customer was advised that medtronic would like to document issues like this any time one of their products or pumps is involved; she was told to call back if any further assistance was needed. No products were shipped or returned.